Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead may have exhibited t-wave oversensing (twos) which resulted in the device delivering inappropriate shocks. The rv lead remains in use. No further patient complications have been reported as a result of this event.